Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have "noticed lower heart rates" and is in atrial fibrillation (af). The patient reported they have had "trouble since I had it". The patient reported that when take heart medication "it drops my heart rate down". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.